Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was experienced. During a procedure, the farawave pulsed field ablation catheter was used successfully for 3 out of the 4 pulmonary veins. While trying to place the catheter in right superior pulmonary vein, the guidewire became stuck. The physician was able to remove the guidewire. A new guidewire was opened but the wire could not enter the catheter. The catheter was flushed but the wire still could not be inserted. Subsequently, a new catheter was pulled, and the wire was entered successfully. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire inserted. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that a guidewire stuck was experienced. During a procedure, the farawave pulsed field ablation catheter was used successfully for 3 out of the 4 pulmonary veins. While trying to place the catheter in right superior pulmonary vein, the guidewire became stuck. The physician was able to remove the guidewire. A new guidewire was opened but the wire could not enter the catheter. The catheter was flushed but the wire still could not be inserted. Subsequently, a new catheter was pulled, and the wire was entered successfully. The procedure was completed and there were no patient complications. The catheter was received for analysis.